Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 25 mg/dl at the time of the event and experienced over-delivery. The customer was treated with glucose tablets and visited the emergency room troubleshooting was performed and it was unknown whether the insulin pump was used within 48 hours. It was unknown whether the auto mode feature was active at the time of the event. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to verify bolus delivered on the event date 11-mar-2023 in the pump history file due to no data available for svn 000315544300. There were no boluses delivered on the event date 07-mar-2023 in the pump history file for svn 000315544299. Please see below for the daily total of all insulin delivered on the event date 07-mar-2023. 03/08/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 03/07/2023 00:00:00.000 dailytotalofallinsulindelivered = 0 dailytotalofbasalinsulindelivered = 0 dailytotalofbolusinsulindelivered = 0 please see below for the pump errors/alarms noted 1 week prior to the event date 11-mar-2023 in the pump history file. 03/08/2023 20:26:00.000 alarmalertnotification faultnumber = low battery alert (104) 03/09/2023 05:57:00.000 alarmalertnotification faultnumber = change battery fault (73) 03/09/2023 06:07:00.000 alarmalertnotification faultnumber = change battery fault (73) 03/09/2023 06:28:00.000 alarmalertnotification faultnumber = off no power (11) 03/09/2023 06:38:00.000 alarmalertnotification faultnumber = off no power (11) 03/09/2023 06:39:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 03/09/2023 06:39:38.000 alarmalertnotification faultnumber = batt out limit (6) 03/09/2023 06:39:49.000 alarmalertnotification faultnumber = batt out limit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no battery out limit alarm or pump error 23 noted during testing. Low battery alert not confirmed. Change battery fault alert confirmed. Off no power alarm confirmed. Pump error 23 confirmed. Batt out limit alarm confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.